Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Caller alleges pump shuts down automatically. No adverse event reported. Requested return of the alleged device for evaluation.